Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp therapy for a misdiagnosis of av interval delta as vt. Programming changes were recommended.